Manufacturer narrative:
The pump is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 70-year-old male patient was supported with an impella rp flex via right femoral venous percutaneous access for the indication of pulmonary embolism. During support, the patient developed hematuria and bleeding at the left femoral artery access site, which had been accessed the prior day for coronary angiography. The impella rp access site was assessed and noted to be clean, dry, and intact. Laboratory evaluation demonstrated a significant decrease in platelet count from the 230,000 / l range to 77,000 / l, raising concern for heparin-induced thrombocytopenia (hit). A hit panel was sent, and discussion occurred regarding modification of systemic anticoagulation; however, the clinical team elected to continue heparin therapy with a plan to discontinue anticoagulation following impella rp removal. The target act was reportedly maintained throughout support. The patient had end-organ failure present at case start. The impella rp was not removed due to a failure mode and was explanted per clinical plan. The patient survived at the time of explant. Based on the information available, the event was associated with systemic anticoagulation and suspected heparin-induced thrombocytopenia.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.